Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter.

Event description:
Information was received regarding information from a health care professional (hcp) via a consumer and representative regarding patients in the (B)(6) who received unspecified medication via an implantable pump. As reported, the hcps stated they had to repair a ¿great number¿ of people with this problem; catheter dropped in the intrathecal space down spine. No patient symptoms were reported. No further information was provided regarding these incidences. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.